Event description:
It was reported that the customer was hospitalized on (B)(6) 2025 due to an undefined elevated blood glucose (bg) level and undefined ketone levels. Reportedly, the customer stopped insulin delivery for an unknown reason. Further details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.